Event description:
A falsely depressed ctni result of 0.04 ng/ml was obtained on a patient sample. Laboratorian was running sequential protocol after a result of 100 ng/ml. A result of 0.04 ng/ml was obtained after the 100 ng/ml result. The result was questioned as it was not consistent with the clinical picture. The sample was retested and a result of 66 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed ctni result. Analysis of instrument data did not provide a clear indication as to the cause of the falsely depressed result. No additional information available to identify a potential cause.